Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated 21 times during the event. The patient was with his wife at the time of the event. The patient's wife reported that resuscitation attempts were made during the event. Between 22:36:11 and 22:37:31 the patient degraded from af (50 bpm) to an idioventricular rhythm (75-110 bpm) and then to coarse vf. The patient was in vf for between 1.5 and 2 minutes before auto-converting to an accelerated idioventricular rhythm (70 bpm). Varying amplitude of the coarse vf signal prevented the lifevest from treating the arrhythmia. CPR artifact was visible after the patient's vf arrhythmia auto-terminated. The patient subsequently degraded to asystole. The lifevest delivered 21 treatments between 22:40:04 and 23:20:08 during periods of asystole with intermittent cardiac activity and CPR artifact. The CPR artifact and runs of intermittent cardiac activity contributed to the false detection. The patient remained in asystole following the treatments. The lifevest was shutdown at 00:58:46..